Event description:
It was reported that attemped impant, the physician was not able to fix the lead to the atrium with multiple attempts. The physician was not sure if the helix mechanism was working properly. The lead was not used and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.